Manufacturer narrative:
Summary of evaluation: the results of the evaluation suggest that this event was attributed to user misuse.

Event description:
During the procedure, a piece of the crimp tool broke off. An alternate crimp tool was used to complete the procedure. There was no adverse consequence for the pt or delay in surgery or anesthesia time.